Manufacturer narrative:
The model and lot number were not provided. The device will not be returned for evaluation. Vessel spasm is a known inherent risk of endovascular procedure and is documented in the reflex intracranial catheter instruction for use.based on the reported information, there is no evidence suggesting that a device issue, but rather a procedure related event. (B)(4).

Event description:
Medtronic received report that a patient experienced vasospasm related to a navien isc 072 guide catheter. The patient was undergoing flow diversion treatment of bilateral, unruptured, aneurysms in the paraophthalmic internal carotid artery (ica). During the procedure, the navien was navigated to the right, petrous ica. Vasospasm was noticed in the right ica. 3ml of nimodipine (1mg/ml) was administered and the vasospasm was immediately resolved. The procedure was completed successfully. The patient was discharged two days post-procedure in stable condition. The patient is currently asymptomatic. There was no report of injury as a result of this procedure.